Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect b12 results for multiple samples when compared to a reference (B)(6) . The following data was provided (customer¿s reference range: 211 to 1074 pg/ml, test date was (B)(6) 2022, units of measure is pg/ml): sid (B)(6) initial result = 315, arup result = 200, sample 5: initial result = 360, arup result = 255, sample 6: initial result = 383, arup result = 273, sample 10: initial result = 405, arup result = 254, sample 14: initial result = 371, arup result = 235. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and replaced the syringe assy. The syringe assy replacement resolved the qc imprecision. Return testing was not completed as returns were not available. An instrument service history review revealed no subsequent issues have been reported for isr62340 related to false elevated results post service intervention. A review of tracking and trending of the architect i2000sr did not identify any trends associated with the complaint issue. A review of tracking and trending for the syringe assy did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i2000sr processing module for serial isr62340 or the syringe assy was identified.